Event description:
The patient was a male with a history of diabetes, hypertension, bradycardia (pacemaker implant in 2001, and the moderate chronic renal insufficiency. The pt received 3 cypher stents in the mid lad, mid rca, and the 1st diagonal in 2003. It is unclear which cypher stent was placed in which vessel. Approximately 6 months post-procedure, the pt experienced stable angina ccsi. Approximately a year and a month post-procedure, the pt experienced recurrent ischemia and unstable angina iib. An angiography was performed and showed occlusion of the 1st diagonal and restenosis of the mid lad. A re-ptca of the mid lad was performed.

Manufacturer narrative:
This product is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. This is one of three products involved with the reported event. The associated MFR report numbers are 9616099-2008-01127 and 9616099-2008-01128. Additional info will be submitted within 30 days of receipt.